Manufacturer narrative:
The inserter device was returned for investigation. A follow up report will be provided with the results of the investigation. (B)(4).

Event description:
During a labral repair procedure, the physician reportedly had difficulty in deployment of the implant from the inserter into the bone hole. The physician twisted the anchor to complete the deployment from the inserter. It was noted that part of the inserter (metal piece) which was shaped as an anulus was implanted with the peek implant. The physician had attempted to remove the metal from the implant and was unsuccessful. The physician inserted the anchor farther into the bone hole so that it was not proud to the cortical surface below the articular surface of glenoid. There was no reported adverse effect to the patient.